Event description:
It was reported that during an in house inspection performed by getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor extension was found to be damaged. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Aware date updated : 4/26/2023.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue the fiber-optic sensor extension cable assembly was damaged. The fiber-optic sensor extension cable assembly was replaced and the iabp was tested and fiber optic test passed after replacement. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing(fat) dept. Received the fiber-optic sensor extension cable assembly with a reported unit failure of a broken fiber optic sensor. The fat performed a visual inspection and found the part to have a broken fitting on the fiber optic connector. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.